Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3216821; medical device expiration date: unknown; device manufacture date: unknown. Medical device lot #: 32200504; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine collection system the lid/cap was broken. The following information was provided by the initial reporter. The customer stated: "in 20% of new jars, the filling device comes loose when filling urine tubes.

Event description:
It was reported when using the bd vacutainer® urine collection system the lid/cap was broken. The following information was provided by the initial reporter. The customer stated: "in 20% of new jars, the filling device comes loose when filling urine tubes.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes; d9: returned to manufacturer on: 2022-08-24. H.6. Investigation summary: bd received 6 samples and photo for investigation. The photo was reviewed and the indicated failure mode for separates with the incident lots was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to separates as all samples met specifications for both lots. Based on a review of the device history records for the incident lots, all product specifications and requirements for lots released were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode for both lots. Bd was not able to identify a root cause for the indicated failure mode. There is no specific figure that could show to be the cause of the problem. The components are both visually and dimensionally correct. Of the 2 samples in which the cannula had fallen out, but the needle remained screwed, it was tested repeatedly, and the needle remained properly threaded, while the manual unscrewing showed a bit of resistance. In conclusion, we cannot link the defect detected by the client to our production process.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode with the incident lots was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to indicated failure mode as all samples met specifications for both lots. Based on a review of the device history records for the incident lots, all product specifications and requirements for lots released were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode for both lots. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urine collection system the lid/cap was broken. The following information was provided by the initial reporter. The customer stated: "in 20% of new jars, the filling device comes loose when filling urine tubes.